Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The trilogy 100 ventilator was returned to a third-party service center for evaluation of a reported ventilator inoperative alarm. The reported ventilator inoperative error code was present in the download error log. However, the issue represented by the error code could not be replicated during testing. A "check circuit" alarm occurred during the run-in phase of the device evaluation process. The blower assembly was replaced to resolve both the "check circuit" alarm that occurred during device evaluation, as well as the issue responsible for the record of the ventilator inoperative alarms recorded in the device download error log, which indicates a blower failure; the impeller will not rotate. Additional findings not related to the malfunction/issue: the rear case and the keypad were noted to have cosmetic damage and were replaced. The ventilator was fully repaired/remediated and has been dispatched back to the customer.